Event description:
It was reported that insulin gauge displayed amount different than expected on prior day and caller believed symbol on pump meant insulin levels were not being read. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that symbol on pump related to continuous glucose monitor pairing issue rather than insulin delivery, was referred to separate troubleshooting for invalid pairing code, understood explanation, and declined further troubleshooting. Cts to replace pump. Customer will continue to use current pump.